Manufacturer narrative:
'A proposed strategy to improve the surgical management of patients with suspected breast implant associated anaplastic large cell lymphoma'; philippa jackson, phillip turton. St james' hospital, leeds, united kingdom; european journal of surgical oncology 44 (2018) 862-918. This event is a known potential adverse event addressed in both saline and silicone labeling. As it is unknown whether the affected device is saline or silicone, no device labeling can be sent at this time. The event of lymphoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.

Event description:
It was reported through journal article that patient had a, "suspicious history or suspicious intra-operative findings on a background of prior cosmetic augmentations." Initial management included, "exchange of implants and capsulectomy dispute intra-operative findings of an abnormal capsule. Subsequent pathology confirmed bia-alcl," at which point the patient entered clinical follow-up. The patient then developed, "a new ipsilateral breast mass confirmed as recurrent bia-alcl and consequently had explantation, capsulectomies, and wide local excision plus adjuvant treatment." Histopathological markers have not been provided; therefore, this is an unconfirmed case of alcl.